Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to ventricular tachycardia (vt). Upon interrogation, it was noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained ventricular tachycardia episodes, elevated sensing integrity counter (sic) counts, and oversensing. An insulation breach was suspected. No intervention has occurred yet. The lead is still in use. No patient complications have been reported as a result of this event.